Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon broke into two pieces leaving a piece inside. She was able to manually remove remaining tampon piece. Consumer reported the tampon was difficult to remove because she felt pressure and resistance when pulling on the string. She stated she was feeling fine but did make an appointment with her doctor to ensure no tampon pieces remained inside.